Event description:
The device was applied during a low anterior resection procedure. The device was used on an obese pt. Reportedly, the distal staple line did not fire at all and several staples did not crimp. Leakage was observed. The surgeon manually removed the staples as the temporary ileostomy was constructed. The hosp has reported the pt's condition is satisfactory. Device expiration date is indicated as 6/30/2001.